Event description:
It was reported that the customer received a no delivery alarm as well as a motor error alarm during bolus. Customer's blood glucose level at the time 300mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
The insulin pump functioned properly during the rewind, basic occlusion, occlusion, excessive no delivery alarm and displacement tests. No motor error or excessive no delivery alarms were noted. The motor was tested outside of the device and passed the motor test. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.